Manufacturer narrative:
The provided alarm history contains sample foam detection, sample short, sample probe: abnormal aspiration, abnormal aspiration, and sample short errors. These alarms are consistent with poor sample quality. A field service engineer (fse) performed an instrument check and qc and found the instrument to be within specifications. The instrument was handed over to the customer and is back in operation. A general reagent problem was not present, because the qc was in range prior to the event. No clear root cause was identified.

Event description:
There was an allegation of a questionable elecsys hcg+b result from the cobas e 801 analytical unit. The initial result was 0.885 miu/ml, and the repeat result from another e 801 analzyer was 68,231 miu/ml. The sample was repeated on the initial e 801 unit without auto dilution and the result was >10,000 miu/ml. The repeat result of 68,231 miu/ml was deemed to be correct. The questionable results were repeated because the patient had a positive pregnancy test but the hcg+b results did not match and the ER requested the lab to rerun the sample.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.